Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) claimed the device was emitting tones. The patient's device was just replaced and it was her new ICD that was emitting the tones.